Manufacturer narrative:
A2. Age at time of event; a3. Sex; b5. Describe event or problem; d4. Model, lot, and catalog numbers, expiration date, and unique identifier; and h6. Evaluation conclusion codes, were all updated.

Event description:
It was reported that the wire covering came off, and the device was difficult to remove. An amplatz super stiff guidewire was selected for use in a procedure. During the procedure, the covering of the guidewire came off, which made it difficult to remove the device from the patient. No patient complications were reported. It was further reported that while performing a percutaneous transhepatic cholangiography (ptc) procedure, the wire was advanced through a sheath. It was difficult to manipulate the wire into the correct position, so the wire was removed. The wire was found to be split. The covering came off, and the tip was detached. No device fragments remained inside the patient. The procedure was completed with another amplatz guidewire.

Manufacturer narrative:
The complaint device was not returned by the customer, however the customer provided photos related to the complaint. Coil damage at distal section (the coil ball weld was detached from the core wire) was observed in the photos.

Event description:
It was reported that the wire covering came off, and the device was difficult to remove. An amplatz super stiff guidewire was selected for use in a procedure. During the procedure, the covering of the guidewire came off, which made it difficult to remove the device from the patient. No patient complications were reported. It was further reported that while performing a percutaneous transhepatic cholangiography (ptc) procedure, the wire was advanced through a sheath. It was difficult to manipulate the wire into the correct position, so the wire was removed. The wire was found to be split. The covering came off, and the tip was detached. No device fragments remained inside the patient. The procedure was completed with another amplatz guidewire.

Event description:
It was reported that the wire covering came off, and the device was difficult to remove. An amplatz super stiff guidewire was selected for use in a procedure. During the procedure, the covering of the guidewire came off, which made it difficult to remove the device from the patient. No patient complications were reported.